Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The on/off button overlay was swapped out with a good known test button and the device was able to power on. The blinking sr err never occurred. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Please disregard the initial report submitted with the MFR number: 3012307300-2021-09465. The report was submitted in error.

Event description:
It was reported that the device was blinking "sr err" and the on off switch was pushed in.